Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6): h3: analysis ofthe wireless recharger (serial #: (B)(6)) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller states patient has been trembling really bad since friday or saturday. Caller states the patient programmer batteries were replaced because it was dead and it is working now but caller does not know how to use it. Patient service specialist reviewed how to use programmer. Caller was able to get programmer to connect to implant and show poor communication screen, then tried again and caller described seeing the charge ins screen. Pss reviewed the patient needs to charge. Caller states the recharger lights are scrolling. Reset was done in and out of dock but that did not resolve the issue. Pss emailed repair to replace the recharger. The patient representative (pt rep) called back on (B)(6) 2024 and had received the wireless recharger. Pss instructed caller how to use it. During the call, the recharger was connected and charging the patient. Pss reviewed caller will need to use the programmer to turn on therapy after recharging. Caller may call back for help using the programmer. Caller mentioned patient is in pretty bad shape, caller found patient laying on the floor this morning.